Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 26 mg/dl. The customer stated that prior to the event, she had taken an alkaseltzer before sleeping and was found incoherent the next morning by her brother. The customer then stated that she was first treated at a fire station with a blood glucose reading of 12 mg/dl. The customer also stated that her last infusion was set four days before the event. It was explained to the customer that the infusion sets and reservoirs needed to be changed every three days. The customer further stated that she has not bolused as much as normal because she has a high protein diet. The time of the insulin pump was off by one day. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.